Event description:
It was reported that while using bd vacutainer® sst¿, the customer obtained high potassium results on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-july-2025. Investigation summary: bd received six samples for investigation. The samples were functionally tested, and no difficulties were encountered during blood collection, as all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-potassium) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer's returned, and control samples were acceptable in terms of both precision and accuracy. All visual observations of both customer's returned, and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results- potassium no definitive root cause from the manufacturing process has been identified as a contributor to the abnormal reported parameter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿, the customer obtained high potassium results on unspecified number of tubes. There was no health impact or consequence reported.